Event description:
The caller reported that the patient's tube had a leak in the cuff. The leak had been noticed one week into use and was still in the patient. The tube had been used by the patient for one month. The patient was to be re cannulated as soon as a replacement tube was received.